Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: a doctor confirmed the balloon could not be inflated. New one was opened to complete the case with no problem. It was not used on patient. No patient involvement. : no tissue damage, no tissue loss, no bleeding. No bleeding. No anticipated tissue loss. Nothing of adverse event caused by extension of or time was reported. The patient current status: good. Confirmed that the clinical sample is being returned for investigations. When it is returned to the investigator of manufacturer : unknown nothing of adverse event caused by extension of or time was reported. "No patient info is available: gender: unknown, age: unknown, weight: unknown / the customer did not know if reinforcement material was used."